Event description:
Boston scientific crm received information that this right ventricular rate/sense lead oversensed noise, leading to inappropriate shock. Upon further investigation, a lead fracture was determined at the pocket sight. Therefore, the lead was surgically abandoned. No adverse patient effects were observed.

Manufacturer narrative:
This right ventricular lead will not be returned because it was surgically abandoned and left in the patient. A new lead was successfully implanted. At this time, no additional information is available. Should any additional information related to this event become available, this event will be updated. Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory. Analysis identified that insulation damage had exposed a sensing conductor that could have lead to the noise oversensing issue. Analysis also indicated that the type of insulation damage appears to have been caused by entrapment in the clavicle first rib region, leading to wear and tear over time. No further information was available. If new information becomes available, this report will be further evaluated and updated.